Manufacturer narrative:
Additional information: on may 4, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient underwent bilateral device removal and replacement with mentor memorygel breast implants, catalog numbers: 3507275mc on the left side and 3503501bc on the right side, serial numbers: (B)(6) on the left side and (B)(6)on the right side on (B)(6) 2021. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the ruptures and capsular contractures were confirmed with a mammogram. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast reconstruction with mentor memorygel breast implants and experienced bilateral rupture, baker grade I capsular contracture on the left side and baker grade ii capsular contracture on the right side postoperatively. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2021. This report is for the patient's left-sided device.

Manufacturer narrative:
On 11-may-2021, the investigation on the suspected medical device was completed. On 7-jun-2021, it was found that a statement regarding the capsular contracture was omitted from the previous report. Investigation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant was found to be ruptured. The device was received in three parts. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: pc-000852608 capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction.